Event description:
Additional information indicates that this patient underwent a lead revision procedure and this product was explanted.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged during the implant procedure and had high pacing thresholds. The lead was successfully repositioned during the implant procedure. No adverse patient effects were reported. Subsequent information indicates that the patient later presented to the emergency room with shortness of breath, palpitations and increased ankle swelling. The device was interrogated and changes were noted in impedances and loss of r-wave capture. An x-ray revealed an interval change in the orientation of what appears to be a lead previously in the coronary sinus. It is now retracted to approximately the level of the aortic arch. The lv lead was programmed off, so the patient would no longer feel pounding and the atrioventricular delay was increased to promote intrinsic activity. The patient was referred for an (B)(6) study.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the electrode tip found no anomalies. The lead body inspection revealed slightly compressed coils and silicone insulation above showed tooling marks. This damage is most likely due to handling damage during explant. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.